Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the rubber pad on top of the foot pedal had become loose and wedged, holding the pedal in the down position and simulating an unlock state. The rubber was removed ,and reattached to the foot pedal. The fe verified that the table locks were performing according to specifications.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance during preparation. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.